Event description:
It was reported that the device alarmed code 42224. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was unable to verify or duplicate the reported problem. The service history review had no indication that the complaint was related to a service of the device within the review period.